Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that her receiver displayed an hardware error on (B)(6) 2014. Dexcom technical support had the patient's father perform a paperclip reset and it was successful. The patient's father did not report any injury or medical intervention.